Event description:
It was reported that during a shoulder cuff repair the inserter tip was damaged, all the damaged pieces were removed. The procedure was successfully completed without any significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported 5.5 footprint ultra pk suture anchor assembly, used in treatment, has been returned for evaluation. Only the inserter was returned for examination. Visual assessment of the inserter confirmed the reported complaint. Approximately ½ inch of the distal tip of the inner shaft has been broken off. The break area is twisted/pigtailed. Dimensional assessment of the inner shaft confirmed it met print specifications. The condition of the device indicates it was likely over torqued during use resulting in the reported failure. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.